Event description:
It was reported the physician was performing an arthroscopic procedure using a tristar 50 icw arthrowand. Intra-operatively it was noted that one of the electrode balls located at the distal end of the wand had detached. The detached electrode was able to be retrieved and the procedure was completed successfully. Although the procedure was completed, details regarding whether there was a significant time as a result of the event and the products and techniques used were not provided. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.